Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported retroperitoneal hemorrhage and thrombocytopenia could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name was corrected accordingly.

Event description:
On (B)(6) 2025, a sixty-three-year-old male patient called emergency medical services reporting shortness of breath. Upon arrival, the emergency medical services team found the patient unresponsive, and cardiopulmonary resuscitation was initiated. Return of spontaneous circulation was achieved in the field. The patient was transported to the emergency department, where he was intubated and stabilized following the cardiac arrest. The cardiac catheterization laboratory was activated for emergent left heart catheterization due to ongoing cardiogenic shock. Upon arrival to the cardiac catheterization laboratory, the patient experienced another cardiac arrest. Cardiopulmonary resuscitation was resumed, and return of spontaneous circulation was again achieved. Coronary angiography demonstrated significant right coronary artery disease. Given the patient¿s hemodynamic instability, the decision was made to place an impella cp device. On (B)(6) 2025, the patient remained on extracorporeal membrane oxygenation and impella support. A computed tomography scan of the abdomen performed the previous day identified a left-sided retroperitoneal bleed at the site of extracorporeal membrane oxygenation cannula placement. A decrease in platelet count was also noted however, no heparin-induced thrombocytopenia panel was obtained. The physician ordered initiation of bivalirudin. The treatment plan was to continue mechanical support. On november 4, due to the poor prognosis, care was withdrawn and the patient expired. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella as the device functioned as expected in this critically ill patient. The patient subsequently expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported additional information upon request: "from what I can remember of this case is that pt was placed on impella cp due to acute myocardial infarction / cardiogenic shock and then placed on venous-arterial extra corporeal membrane oxygenation (vaecmo) all while in the cardiac catheterization lab. Pt was then escalated to impella 5.5 after a few days on cp support. A CT abdomen was done of the left femoral artery where the arterial vaecmo cannula was placed, finding left retroperitoneal bleed, unrelated to impella. The ECMO team decided to leave the arterial ECMO cannula in place and monitor patient. I was not involved in their decision making. Due to pt being critically ill, family decided to go comfort care. The device is not available for return."

Manufacturer narrative:
B5 updated. The investigation is still ongoing.